Manufacturer narrative:
Complaint confirmed, the distal end of the device was found to be broken and the cutter tip detached. The cutter tip was not returned for evaluation. Complainant's event is most likely caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an all inside acl repair surgery the arthrex flipcutter ar-1204af-80 was used. The flipcutter worked well during the femoral drilling. But the device failed while the surgeon was drilling the tibial tunnel. The surgeon had drilled five times, a 0.5cm socket in the tibia, when the cutting blade shattered. The surgeon retrieved some of the broken fragments but it was not possible to retrieve the last piece. It will remain inside the patient. The surgery was completed successfully with a new device of the same part number. There was no change of the surgical technique and also no second surgery necessary.